Manufacturer narrative:
H4: device manufactured between september 14, 2022 to september 16, 2022. The device was received for evaluation containing drug fluid in the bladder. Visual inspection was done which observed a white drug precipitate inside the bladder. No evidence of leak was found from the top filling port of the sample. Only tiny droplets of fluid from condensation were observed on the inner wall of the lower area of the housing. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Further evaluation revealed no evidence of fluid flow at the distal luer end. Examination on the flow restrictor noted evidence of drug precipitate blocking the fluid path at the distal end of the capillary glass. The capillary glass is located inside the flow restrictor housing. Based on the evaluation findings, a leak was not verified however, the reported condition of no flow was verified. The cause of the condition was use related. The product label instructions for use indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). E1: initial reporter e-mail: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow; approximately half the bottle was full. The device also leaked from the top filling port. This was discovered during patient infusion via a peripherally inserted central catheter (PICC) line. The device was filled with flucloxacillin 12000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.